Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday they noticed a code 528 on their dbs therapy app that said "stimulator is not providing less than required therapy." The patient did not indicate which implantable neurostimulator ins they were checking when they saw the 528 code. The patient stated that they called their managing healthcare provider today, who redirected them to their manufacturer representative (rep). The patient mentioned that their representative told them to call patient services. Agent reviewed the meaning of the 528 code (out of range) and redirected the patient to their healthcare provider to further address the issue. During the call, the oor error message did not appear and the patient confirmed therapy was on. Agent did not ask about the circumstances that led to the reported issue. The rep wanted to know the meaning of the 528 code and what actions were required on their end. Agent reviewed meaning of the code and potential causes. The rep said they could meet with the patient on thursday. No symptoms were reported. Additional information received from the manufacturer¿s representative (rep) reported the patient had the error on the left implant, and saw it come up two days in a row, but when they met with the rep there was no error. At that time the rep also checked impedances, which were all normal, and the patient was receiving therapy per settings programmed by the physician.